Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd discardit¿ ii syringe w/o needle malfunctioned as ¿when calibrating the thermodilution catheter, the tip of the syringe broke in the female connector of the 3-way valve and the plunger twisted at the same time.¿ there was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: sample evaluation. We have been provided with a picture of the affected sample. Visual inspection of the returned sample presented the tip broken and the plunger bent. That confirmed the reported issue. Bhr review we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packed in machine nº2011 (july 11 - 12th, 2017). Syringes were assembled in machine nº4251 and nº4252, , in lot #7165328 (july 11 - 12th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lot #7187013, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lot #7165360, and no problems, defects or qn related to the reported issue were found. Investigation conclusion: root cause analysis the material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100 % the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, we think that the syringe tip could break as a consequence of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. The syringe plunger has also been proved to resist normal conditions of use, so this plunger could bent due to some strong condition during gandling or use of the product. Confirmation the returned picture of the sample presented the reported issue. We could confirm the reported issue. CAPA determination no - based on an evaluation of severity and occurrence it was determinate that no corrective action is required at this time.